Event description:
Report received of seven incidents involving the same patient where there has been leakage from the bottom of the filter. There was one incident reported where air was noted in the tubing from the filter to the patient. The patient receives a 20-hour cycle of tpn/day, totaling 2170cc's in 20 hours via a double lumen broviac catheter. The caregiver for the patient did not report the incidents to the customer until seven tubing sets were used. The sets were discarded by the caregiver. There were no reports of delay in therapy, bleed back or blood loss. There were no reports of adverse patient effect. Additional patient information was requested, but no further information was available.